Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "iab rupture on insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is "unknown".

Manufacturer narrative:
Qn# (B)(4). The reported complaint that the "iab rupture on insertion" was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. During the inspection, a puncture consistent with contact from a sharp object was found on the iabc bladder, which allowed blood to enter the helium pathway. Furthermore, the distal end of the bladder was no longer attached to the iabc distal tip. The detachment of the distal end of the bladder from the iabc distal tip may have occurred due to the iabc removal through the sheath. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The probable root cause is customer handling related. No further action required at this time.

Event description:
It was reported "iab rupture on insertion". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is "unknown".